Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g6, h2, h3. Corrected fields: d4, h6- investigation findings, and conclusion, h11. In addition, the following reportable malfunctions were identified during the device evaluation: charge couple device was damaged and distal end of the insertion section had contour sharpness. A root cause could not be identified. Based on the results of the investigation, it is likely the charge couple device damaged and distal end of the insertion section had contour sharpness due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject laparoscope had a faulty contact with the column. There were no reports of patient harm.